Manufacturer narrative:
An olympus sales representative visited to the user facility to obtain additional information. The user facility reported that they put an anti-foaming agent (dimeticon) into the ofp bottle and they did not always reprocess the subject device after each use. Seventeen (17) pieces of maj-855 including the subject device were returned to omsc for evaluation. The evaluation confirmed that there were leak around the one-way valves of the 16 pieces of maj-855 and the tubes of 12 pieces of maj-855 were discolored. The evaluation also confirmed gaps around the one way valves were noted under x-ray investigation. After disassembling of the maj-855, water-white foreign materials were found within the tube and lure port of the maj-855. A componential analysis conducted for the foreign material and the analysis indicated the foreign material was composed of silicon and other component. In addition, the result of the analysis indicated that the components are equal to the anti-foaming agent used at the user facility. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. Omsc concluded that the reported event occurred by the white material due to insufficient reprocessing and inappropriate handling at the user facility. The instruction manual of maj-855 instructs; ¿to prevent channel clogging, use sterile water only.¿, ¿failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination this instrument must undergo thorough manual cleaning followed by high-level disinfection or sterilization.¿

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified endscopy, the user facility noticed the flow of the irrigation water from a olympus flushing pump (ofp) was weak and the irrigation(auxiliary) water flew back from an endoscope through the subject device to the ofp. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".